Event description:
Additional information later reported the patient continues to undergo treatment for her infection. The urine culture was now positive. The patient has recovered significantly since original presentation. The patient was not receiving effective therapy as the pump was explanted (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that dehiscence and erosion at the pump pocket occurred. Pump logs were checked and labs were done. The patient also had pneumonia and positive blood cultures. The patient was admitted to the intensive care unit and was intubated. The pump was reprogrammed. A revision was planned but was not yet scheduled. The approximate date of this event was the date of this report. At the time of this report, the patient status was indicated to be ¿alive-with injury¿. The device system was used to deliver baclofen. It was later reported that there was no way of knowing if the previously reported positive blood cultures were associated with the patient¿s current issue or a past event. Pump logs were normal. The reporter could not speculate at the cause of the infection/erosion. A revision was to be scheduled once weaning was complete. As of 2014 (B)(6), the patient was intubated and ventilated in the intensive care unit. The patient was not receiving effective therapy during an active wean.

Manufacturer narrative:
Product ID 8709, lot# j11344r44, implanted: 2002 (B)(6); product type catheter. (B)(4).